Event description:
It was reported that this right ventricular (rv) lead is damaged in the pace sence conductor and non physiologic noise over sensed. Rv remains in service and no adverse patient effects were reported.